Manufacturer narrative:
.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple cartridge error messages while attempting to load multiple cartridges. There was no reported impact to customer's blood glucose level. During troubleshooting with tandem technical support, the customer was able to load a different cartridge successfully.